Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 02/20/2018; belt 08/08/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital on (B)(6) 2021. Per clinical review of the continuous ECG recording, the device was started up at 14:52:55 on (B)(6) 2021. The patient was in af with rvr from 150 to 170 bpm and motion artifact between 23:25:29 on (B)(6) 2021 and 07:37:50 on (B)(6) 2021. The patient's rhythm was obscured by CPR/motion artifact at 07:43:54. At approximately 07:44:02, vf can be seen for 6 seconds before the rhythm is obscured again by CPR/motion artifact. CPR/motion artifact prevented the lifevest from detecting the vf arrhythmia. The patient's rhythm was obscured by CPR/motion artifact until the electrode belt disconnection at 07:49:47 on (B)(6) 2021. It was not reported who disconnected the electrode belt. The patient passed away in the hospital while not wearing the lifevest on (B)(6) 2021.